Event description:
On (B)(6) 2025 at 1234 4400mg fluorouracil (tv 138ml) to infuse over a total of 46 hrs (3 ml/hr) connected via ifusystem cad pump (#(B)(6)) via pts rt chest mediport. Pt reports at 0800 on (B)(6) 2025 pump alarming "air in line". Pt called infusystem hotline. Pt states reservoir stated there was 7.9 ml remaining. After several attempts to resolve alarm, she was instructed to turn pump off (infusion should have been complete (B)(6) at 1034). She then called scc triage number and was instructed to come to (B)(6) center. Pt arrived at 1030a, chemotherapy bag empty. Pump settings were correct (3ml/hr for tv 138ml). Reservoir still stated 7.9ml remaining. Pt did receive total dose. Pump disconnected and mediport flushed. Infusystem guidance is that the pumps are expected to function within a 6% tolerance of infusion rate and/or total volume to be infused. In this case, the pump finished 4 hours earlier than expected (ran for 42 of 26 hours) which is about 8.5% outside of the expected duration. There was a slight residual volume of medication 7.9 ml of 138 ml which was 5.7% of total amount. Not beyond the 6% threshold but close.